Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath air was mixed in at the hemostatic valve part and could not be removed. This issue occurred immediately after the sheath was inserted into the patient's body. There were no damages or dislodgments noted with the valve, hub, or brim cap. Air was observed in the transparent section located slightly beyond the hemostatic valve of the sheath. The physician attempted to aspirate it from the side port, but it was unsuccessful, so the sheath was replaced. No air entered the patient's body. The sheath was replaced and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
On 1-apr-2026, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).